Event description:
Customer reportedly awoke at 9:00am feeling fine and approx 90 minutes later she had passed out. Customer had not used the device prior to the event since midnight, when she tested 294mg/dl or 297mg/dl. No action was taken based on the result. After customer passed out she tested in the 300's mg/dl on the device and was taken to the hosp. Approx 20-30 minutes later the customer tested 42mg/dl on the hosp device. She was given a glucose IV while at the hosp. Caller reports that during a comparison, customer's device read 313mg/dl while the hospital's device read 148mg/dl within 5 minutes. No quality controls were used. Requested return of suspect device and replacement was sent.